Manufacturer narrative:
The physician has elected to repeat data analysis every 28 days rather than explanting at this time. To date, the device remains implanted and in service with no resulting adverse effects.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended; no adverse effects were reported.

Manufacturer narrative:
The explant of this unit has been confirmed. Replacement was with another boston scientific device and no return of unit is expected.

Manufacturer narrative:
The subsequent data review confirmed the previous fault code and again illustrated a 28 day replacement window. To date, no system changes and another data review will be completed next month.

Manufacturer narrative:
A subsequent data analysis has illustrated the recommended replacement window is currently at 14 days. No resulting adverse patient effects and no system changes have been reported.